Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to be missing the collar screw. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing collar screw. To correct the condition, the collar screw was replaced. If any additional information is received, a follow up MDR will be sent.